Event description:
It was reported that indwelling catheterization was performed as prescribed by the doctor. The foley catheter could not be pulled out after withdrawn the balloon with the syringe. It was mentioned that the doctor then inflated the balloon until the balloon ruptured and then removed the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. The device was not returned.

Event description:
It was reported that indwelling catheterization was performed as prescribed by the doctor. The foley catheter could not be pulled out after withdrawn the balloon with the syringe. It was mentioned that the doctor then inflated the balloon until the balloon ruptured and then removed the catheter.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The potential root cause for this failure could be user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not use the product of have later allergy scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.